Event description:
During routine testing of the device at the service center, the service technician reported the personal computer memory card international association card door was not aligned. The monitor was originally returned for the screen locking up when the card door aligned was found since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.